Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer successfully cleared the alarm. The customer changed the pump supplies as needed. There was no reported adverse impact to the customer¿s blood glucose level.